Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys pth stat immunoassay (pthstat) on a cobas 6000 e 601 module (e601). An erroneous result was reported outside of the laboratory and questioned by the endocrinologist. The patient's pth level had changed from elevated to normal, which did not fit the patient's clinical picture. No specific values were provided. The customer then said they reviewed pth results for an unspecified number of patient samples and the same issue was observed. The customer did not see a shift in quality controls results. No adverse events were alleged to have occurred with any patients. The pthstat reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.